Manufacturer narrative:
(B)(4): a visual and functional examination of the complaint device could not be performed as the device was disposed and not returned for analysis. A review of the device history record (DHR) confirmed that the device met all material, assembly and product specifications at the time of release to distribution. A labeling review was performed and from the information available, this device was used per the directions for use (dfu) / product label. The dfu lists asthma exacerbation as a possible adverse event that may occur with the use of this device. Therefore, the most probable root cause classification is anticipated procedureal complication.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2014 as part of the (B)(6) clinical study. This complaint is being reported based on the event of the patient being hospitalized. According to the complainant, the patient underwent her third bronchial thermoplasty (bt) treatment to the right and left upper lobes of the lungs. The procedure was completed without any complications. No issues were noted to the device. On (B)(6) 2014, following the bt procedure, the patient developed increased wheeze and breathlessness. The symptoms worsened the next day. The patient was seen by the physician and admitted to the hospital. On (B)(6) 2014, the patient was discharged from the hospital. The complainant reported that the event has not yet resolved and is still continuing. Baseline spirometry values: visit date: (B)(6)-2013. Pre-bronchodilator; fev1: 1.77; fev1 % predicted: 70.80; fvc: 2.24; fvc % predicted: 71.11. Post-bronchodilator; fev1: 1.77; fev1 % predicted: 70.80; fvc: 2.20; fvc % predicted: 69.84.

Manufacturer narrative:
(B)(4). Study source: post-FDA approval clinical trial evaluating bronchial thermoplasty in severe persistent asthma ((B)(6)).

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2014 as part of the (B)(6) clinical study. This complaint is being reported based on the event of the patient being hospitalized. According to the complainant, the patient underwent her third bronchial thermoplasty (bt) treatment to the right and left upper lobes of the lungs. The procedure was completed without any complications. No issues were noted to the device. On (B)(6) 2014, following the bt procedure, the patient developed increased wheeze and breathlessness. The symptoms worsened the next day. The patient was seen by the physician and admitted to the hospital. On (B)(6) 2014, the patient was discharged from the hospital. The complainant reported that the event has not yet resolved and is still continuing. Baseline spirometry values: visit date: (B)(6) 2013. Pre-bronchodilator: fev1: 1.77, fev1 % predicted: 70.80, fvc: 2.24, fvc % predicted: 71.11. Post-bronchodilator: fev1: 1.77, fev1 % predicted: 70.80, fvc: 2.20, fvc % predicted: 69.84. Additional information received as of may 15, 2014. According to the complainant, the event of asthma aggravated was considered resolved as of (B)(6) 2014. Additional information received as of july 15, 2014. The reported event of asthma aggravated was reported to have been treated with prednisone, levaquin and solumedrol.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2014 as part of the (B)(4) study. This complaint is being reported based on the event of the patient being hospitalized. According to the complainant, the patient underwent her third bronchial thermoplasty (bt) treatment to the right and left upper lobes of the lungs. The procedure was completed without any complications. No issues were noted to the device. On (B)(6) 2014, following the bt procedure, the patient developed increased wheeze and breathlessness. The symptoms worsened the next day. The patient was seen by the physician and admitted to the hospital. On (B)(6) 2014, the patient was discharged from the hospital. The complainant reported that the event has not yet resolved and is still continuing. Baseline spirometry values: visit date: (B)(6) 2013. Pre-bronchodilator - fev1: 1.77; fev1 % predicted: 70.80; fvc: 2.24; fvc % predicted: 71.11. Post-bronchodilator - fev1: 1.77; fev1 % predicted: 70.80; fvc: 2.20; fvc % predicted: 69.84. Additional information received as of may 15, 2014. According to the complainant, the event of asthma aggravated was considered resolved as of (B)(6) 2014.